Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after the implant, the patient experienced a bulge, recurrence, pain/suffering, disability, disfigurement, mental anguish, loss of enjoyment of life, and defective mesh. Post-operative patient treatment included revision surgery and hospitalization.